Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to unknown reasons. Customer's current blood glucose level 495 mg/dl. Customer treated with insulin. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.